Event description:
The customer reported via phone call that he had issues with a connection between the reservoir and the tubing connector. Customer had a no delivery alarm on the pump but was unable to troubleshoot because he is currently driving home from work. Customer's blood glucose was 375 mg/dl. Customer stated that he had the same issue with 4 sets from the current box. Customer had the no delivery alarm during a basal. Customer performed a 5.0 unit fixed prime and the insulin did not exit and the pump alarmed no delivery. Customer stated that the insulin did not exit with the plunger push. Customer was advised to replace the infusion set and reservoir. It was explained that the alarm was caused by a set/reservoir connection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.